Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak and a crack was observed "in the capillary" of a polyflux 21l during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed the product to be wet and outside of the packaging. The dialysate connector was broken off the dialyzer housing and was loose inside the packaging. Several stress marks were visible on the dialysate connector, indicating that the device experienced a high force impact to the area of the connection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken connector was not determined. Should additional relevant information become available, a supplemental report will be submitted.